Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was oversensing on the right ventricular port; performance data was reviewed and it appears to be external noise. Reprogramming the sensitivity was recommended and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device was reprogrammed to resolve the issue.